Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels, motor error and no delivery alarms. The customer's blood glucose level at the time of incident was 328mg/dl. The customer states their levels had risen to 373mg/dl and 400mg/dl. Troubleshoot was conducted. The customer states removing the set and noticing bent cannula. The customer was advised that replacements would be sent out.